Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed erosion of the tubing of cylinders to pump through the scrotal skin. The ipp was explanted and replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).